Manufacturer narrative:
Device explanted due to high impedance. Analysis of returned explant showed no anomalies in device. No further action to be taken.

Manufacturer narrative:
Scheduled for a replacement on (B)(6) 2025.

Event description:
Patient was found to have abnormal impedance on (B)(6) 2025. Physician deactivated lead 2 and started using case and lead 3 to stimulate. X-ray shows normal wiring placement, no interruption of wiring, normal position of the pins into the battery.